Event description:
A malfunction alarm occurred with the pump during pumping. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted in loading a new cartridge correctly, allowing the customer to resume insulin therapy successfully. No previous reports of similar alarms with this pump were noted.